Manufacturer narrative:
Date initial report sent: 10/20/2008.

Event description:
Procedure type: lap hernia repair. According to the reporter: the gray seal broke off the balloon and came off of the trocar. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.